Manufacturer narrative:
Product complaint # (B)(4). Investigation summary some of the slanted leaves detached from the product. No patient harm, no surgical delay reported. The product was returned to j&j medtech orthopaedics for evaluation. Additionally photos of the complaint unit were forwarded to the manufacturing site j&j medtech orthopaedics suzhou for a manufacturing investigation. Visual analysis found that the returned hardinge fem cement restr was other product with the same lot/batch number. However the damage product was not returned for evaluation. It is worth mentioning that the implant box arrived open and the bottom flap had been reclosed using standard office tape placed across the end of the carton over the label the tape found on the carton is not part of the product packaging and was applied after the product left the manufacturing site and distribution center. Additionally the inner pouch pancaking of the cement restrictor was returned completely sealed without any damage. A functional test was performed with the returned hardinge fem cement restr and using a lab sample mating device hardinge cem rest intro long/963206000 and was not able to replicate the reported event, due to the hardinge fem cement restr worked properly, the spiral slanted leaves did not detach/break at any moment during the test. A manufacturing record evaluation was performed for the finished device [963203000/ d24054295] and no non-conformances / manufacturing irregularities were identified during manufacturing. The inspection results for all products indicate a "pass." It was determined that the products were delivered without any visible defects. Furthermore, it has been concluded that the manufacturing process at the manufacturing site did not contribute to the defects related to this complaint. The overall complaint was not confirmed due to the reported condition of the hardinge fem cement restr was not able to be replicated with the device from the same lot returned from user and the actual impacted product was not returned. Therefore, no further conclusion could be drawn of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) ordered quantity: (B)(4)pcs 2) date of manufacture: 05/29/2024 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 04/30/2029 5) IFU reference: IFU-78410358. Device history review a manufacturing record evaluation was performed for the finished device [963203000/ d24054295] and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: d4 (expiration date) and d9 corrected: h3.

Event description:
It was reported that during surgery, some of the slanted leaves detached from the product. There was no patient harm and no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: some of the slanted leaves detached from the product. No patient harm, no surgical delay reported. ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) source doc - not to be translated. Photos were provided for review; however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) ordered quantity: (B)(4) pcs 2) date of manufacture: 05/29/2024 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 04/30/2029 5) IFU reference: IFU-78410358 device history: review a manufacturing record evaluation was performed for the finished device [963203000/ d24054295] and no non-conformances / manufacturing irregularities were identified.